Event description:
A malfunction was reported with the code malf 16 on the customer's pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Customer reverted to using an alternate method of insulin therapy.